Event description:
Patient's legal counsel reported that patient underwent left side total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 due to patient alleged pain, discomfort, inflammation, and lack of mobility. Patient underwent a second left hip revision procedure on (B)(6) 2009 due to patient alleged pain, discomfort, and lack of mobility. Patient's legal complaint alleges the implant was found to be loose during (B)(6) 2009 revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states: " intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01823,01824 ,01818).

Event description:
Patient's legal counsel reported that patient underwent left side total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 due to patient alleged pain, discomfort, inflammation, and lack of mobility. Patient underwent a second left hip revision procedure on (B)(6) 2009 due to patient alleged pain, discomfort, and lack of mobility. Patient's legal complaint alleges the implant was found to be loose during (B)(6) 2009 revision. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2007 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01818, 01823, 01824 & 1825034-2013- / 05605).

Event description:
Patient's legal counsel reported that patient underwent left side total hip arthroplasty on (B)(6), 2005. Legal counsel for the patient further reported that revision procedures were performed on (B)(6), 2007 and (B)(6), 2009 due to patient allegations of pain, discomfort, inflammation, and lack of mobility. Patient's legal complaint alleges the acetabular components were noted to be loose during both revision procedures. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure that was performed on (B)(6), 2007 was due to dislocation. The acetabular cup and modular head were removed and replaced. Revision operative notes for the second revision procedure indicates that it was performed on (B)(6), 2009 due to painful, loose acetabular component. The acetabular cup and modular head were removed and replaced with a competitor hip system.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the first revision procedure.